Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The defib receptacle and the multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.